Event description:
The reporter contacted animas on (B)(6) 2012, stating that the patient was swimming and afterward noticed that the pump was off and would not turn back on. This report is made based on the allegation of the pump power loss.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was missing. The pump was exercised for 24 hours with returned battery cap, no power interruptions occurred during this time. Power on resets observed in the black box. No damage was found to the returned battery cap or the battery compartment. The returned battery cap was able to completely tighten to the pump. Pump passed a battery cap functional test. The battery cap contact height and with were within specifications. The pump cover was removed; internal moisture was present in the pump. The power complaint was verified in the history but was not duplicated during the investigation. Use error cannot be discounted as contributory to the power issue, as the user guide warns that damage to the pump will affect the waterproof characteristics of the device.